Event description:
Customer reported that the unit failed extended self-test (est). The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the 3 station solenoid for evaluation. Visual inspection of the 3 station solenoid revealed no signs of physical damage or abuse. Fi technician installed the 3 station solenoid into the fi test ventilator. Operational test was performed and confirmed the reported problem. Fi technician removed the 3 station solenoid from the fi test ventilator. 3 station solenoid coil winding measurements could not be tested due to the exhalation valve solenoid (sol3) has an open coil windings (bad valve coil). The root cause for the reported problem is due to open coil within the exhalation auto zero solenoid (sol3).